Event description:
It was reported that a locking screw backed out.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the complaint states that the surgeon had an issue with a small locking femoral screw backing out. There is no info on the device used, x-rays or surgical notes. The event described could not be related to any surgical technique and the devices used could not be traced back to evaluate any previous complaints recorded. No further investigation is possible at this time with the available info. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.